Event description:
It was reported that stent damage occurred. The 99% stenosed, long target lesion was located in the severely calcified and severely tortuous from distal left circumflex (lcx) through posterior descending lcx. After a guide wire crossed the lesion, pre-dilatation was performed. Intravascular ultrasound (ivus) revealed that the lesion was severely calcified. After a non-bsc guide catheter was engaged in the proximal side of the lesion, a 28x3.00mm promus premier¿ stent was advanced to treat the lesion and the stent was unable to advanced into the guide catheter despite of multiple attempts. The stent was then removed from the patient and it was noted that the stent edge at the device tip has been lifted. The physician then implanted a 3.0x33mm non-bsc stent without issues. Ivus was then performed and revealed stent was deployed fully at the lesion and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).